Event description:
Per (B)(4), a patient experienced infection that could not be treated effectively with antibiotics. Their dental implant was removed and a graft was performed. Inflammation, wound dehiscence, and an edema were also reported. The dental implant was removed one month after initial placement.